Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# va06msu, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported therapy had not been as effective as the patient would like since implant 2 weeks ago. The patient had not felt stimulation since the day of implant. It was also stated that the patient had a bladder infection after implant. The patient took antibiotics and pain medication. The patient had not noticed symptoms until 3 day after implant. The patient reportedly experienced a burning sensation and slight bleeding. It was stated that therapy was on and 3.6 volts. The patient was still unable to feel stimulation at 3.6 volts.